Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked approximately 5.0 and 119.0 cm from the proximal end and fractured approximately 133.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. The outer diameter (od) of the pusher assembly and embolization coil were measured and found to be within specification. Conclusion: evaluation of the returned device revealed the pusher assembly was kinked and fractured. This type of damage typically occurs due to improper handling during use. If the pusher assembly is advanced forcefully against resistance, damage such as this may occur. The od of the pusher assembly and embolization coil were measured and found to be within specification. Pc400 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician was unable to advance a pc400 coil out of its orange introducer sheath and into the px slim delivery microcatheter (px slim). The physician removed the pc400 coil, reinserted the introducer sheath into the hub of the px slim and made another attempt to advance the pc400 coil through the px slim; however, the pc400 coil would not advance at all and was removed. The procedure was completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.